Event description:
It was reported that the customer received a fill tubing alert during the night. The customer reported waking up with high blood glucose levels; however, the customer declined to provide the specific blood glucose level. Blood glucose level is reported to be fine now.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.